Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A test guidewire was successfully inserted through the catheter. The guidewire was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The reported stuck guidewire and difficulty deploying the catheter was not confirmed through analysis.

Event description:
It was reported that the catheter slider switch was very stiff when trying to deploy the device and that the guidewire became stuck. During an ablation procedure to treat atrial fibrillation (af), a farawave catheter was selected for use. During preparation of the catheter, it was noted that the handle slider switch was very stiff, making it difficult to deploy the device. The catheter was inserted into the patient anatomy and eight ablations were successfully completed. It was then, that the guidewire became stuck int he catheter lumen. The catheter was withdrawn and replaced. The procedure was completed successfully without patient complications. The catheter has been returned for analysis.

Event description:
It was reported that the catheter slider switch was very stiff when trying to deploy the device and that the guidewire became stuck. During an ablation procedure to treat atrial fibrillation (af), a farawave catheter was selected for use. During preparation of the catheter, it was noted that the handle slider switch was very stiff, making it difficult to deploy the device. The catheter was inserted into the patient anatomy and eight ablations were successfully completed. It was then, that the guidewire became stuck int he catheter lumen. The catheter was withdrawn and replaced. The procedure was completed successfully without patient complications. The catheter has been returned and is awaiting analysis.